Manufacturer narrative:
(B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 5th. Related complaint for needle hub separates on lot # 0020552. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (insulin syringe, needle hub separates), was captured and addressed. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of two (2) 0.3ml bd insulin syringes were provided. Consumer reported when removing the shield, the needle with the shield was separated from the barrel. The provided photos were reviewed, and it was observed that both syringes exhibited a separated needle hub/shield assembly; no damage to the barrel tips was observed. Manufacturing (B)(4) will be notified of the observed issue. A review of the device history record was completed for batch # 0020552 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200871354] noted for cracked hubs. Investigation conclusion: as no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6), "on 13 oct 2020, (B)(4) received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) # (B)(4) was created for cracked hubs. Root cause was debris in the shield carrier dial. Corrective action: debris was removed from shield carriers. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA (B)(4) has been opened to address this issue."

Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.